Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that since this patient's pump was implanted, the patient had been admitted to the hospital every 3-4 weeks with "another" infection. The infections were reportedly located in different parts of the body every time ranging from severe pneumonia, kidney function, "and so on." Reportedly, each time she went to the hospital she was "closer and closer to death." The patient has "always had decreased blood pressure, high fevers, and is unresponsive, they intubate her and hunt for the infection." Supposedly the physicians were not finding any answers. Prior to the pump replacement surgery the patient had not been admitted to a hospital in over 10 years. Reportedly, "it is very clear" that the pump or the surgery was involved with these infections. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.